Event description:
A pt fell while being raised in a "golvo" pt lift. According to facility manager initially after the fall the pt appeared to be fine, not showing any signs of trauma. After a few minutes they began to experience problems, and within seven to ten minutes passed away. The autopsy report showed no broken bones or fall related injuries. The cause of death was listed as cardiovascular illness. An inspection of the equipment by local distributor found the equipment to be in good working order. Signs of minor connector spring deformation and scratch marks were observed. These symptoms are consistent with improper insertion into the receiver.